Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a suspected lead fracture during the procedure. It was reported that the lead was never implanted and was replaced with a different lead. There were no patient symptoms and no injuries to the patient related to this event. The patient was reported to be alive with no injury or adverse event.